Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller was told by pt that her implant has been off for 3 years, caller doesn't know the reason why it's been off. Pt said she's going to have back surgery at duke and has the implanted system removed.